Manufacturer narrative:
Final device analysis of the neurostimulator revealed no significant anomalies. It was determined that it was normal end of li fe. The uplink amplitude test failed as the device had reached eol. The battery recovered to 2.815 volts but it was not sufficient to allow the uplink amplitude to pass the test.

Event description:
It was reported that there was battery depletion. Action required as a result of the event was replacement. Patient was concerned that the implantable neurostimulator (ins) had depleted prematurely. Patient was alive with no injury. No patient symptoms were reported. Patient settings were left 1-, 3+ 1.6ma pulse width 90 and rate 160; right 9-, 11+ 3.8ma pulse width 90 and rate 160. All impedances were within normal range except for c<(>&<)>0 were 2616 and c<(>&<)>10 were 3015.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v835127, implanted: (B)(6) 2011, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v475750, implanted: (B)(6) 2011, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.